Event description:
Information received indicates, the bed has no trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The technician found the pilot link was broken. The technician replaced the pilot link to repair the bed.